Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that the patient¿s implantable neurostimulator has not worked in some time. The patient is not sure if it is regarding connection with her patient programmer. Her implantable neurostimulator has not worked in two years, and she has not charged in two years. The patient was redirected to her health care provider due to a possible over discharge. There were no patient symptoms or complications reported.